Event description:
It was reported that there was low impedance, a polarity switch to unipolar, undersensing and oversensing were observed on the atrial electrogram, and that a lead warning had occurred. The lead remains in use, however the physician is considering whether to remove and replace the lead in possibly 3 months. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.